Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high impedance. The right atrial (ra) lead position check failed. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.